Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, feeling of breast pulling, swelling, capsular contracture, scared of recall, and depression, thyroid cancer and thrombosis.

Event description:
Patient reported pain, feeling of breast pulling, swelling, capsular contracture, scared of recall, and depression were deemed device related. Patient additionally reported thyroid cancer and thrombosis which were not related to device for right side. The device remains implanted.